Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device stopped working while in the middle of a procedure. Boston scientific technical services (ts) asked for more information regarding what happened but all the clinician said was that the device stopped. No further information has been obtained despite good faith efforts. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device stopped working while in the middle of a procedure. Boston scientific technical services (ts) asked for more information regarding what happened but all the clinician said was that the device stopped. No further information has been obtained despite good faith efforts. This device remains in service. No adverse patient effects were reported.